Event description:
Litigation papers allege: on or about (B)(6) 2009 patient underwent a left total hip arthroplasty procedure. Due to patients chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the left implant. Update: (B)(4) 2012 - medical records were received. Part/lot information were identified. Pfs and sticker sheets are available on external hard drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
**Update** 11/26/2012 - medical records were received. Part/lot information were identified. Pfs and sticker sheets are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.